Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. -review of the most recent repair record identified repairs unrelated to the reported event. Device is used for treatment. -a definitive root cause cannot be determined. -the event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the pressure was set to 350 and the machine indicated that it was inflated but it did not inflate. No harm or delay reported. No adverse events were reported as a result of this malfunction.